Manufacturer narrative:
Device evaluation: the device was returned for investigation. The smiths label was intact and the battery terminal was damaged. There was evidence of the reported failure in the event log. A functional check was performed, and the customer?s reported failure was not confirmed. As a preventive action, the microprocessor board, battery contact, and backup capacitor will be replaced. The root cause of the reported failure cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis. During analysis, the reported issue could not be duplicated. The battery power loss alarm check test passed successfully. Service replaced the battery contact as a preventive action and replaced the capacitor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a power lost alarm while pump was on. No patient consequences were reported. No adverse effects were reported.